Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier: (B)(4) the device was returned. The reported separation and stretched coils were confirmed. Based on the visual inspection and scanning electron microscopy imaging results of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents from this lot. Additionally, thirty-one sterile devices were returned. Eight were visually inspected per the test memo instructions. There was no damage noted to the guide wires. The core was noted to be intact at the tip and solder joints on all of the eight guide wires. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
Subsequent to the previously filed medwatch, the return device analysis revealed the core and coils for the 1st versaturn guide wire used during the procedure were separated and the separated portion of the guide wire was not returned. The site confirmed that the tip separated during use inside the patient anatomy. No resistance was noted during advancement or withdrawal. Reportedly the separated portion of the guide wire was simply withdrawn from the patient anatomy. The site also indicated the separated portion may have been lost during shipping. No additional information was provided.

Manufacturer narrative:
(B)(4). Based on the sterile device inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The tip coils of a high torque (ht) versaturn guide wire were noted to be unraveled at the floppy part (before the j). Reportedly the coils became unraveled during normal use and during the procedure. A balance middleweight (bmw) guide wire was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.